Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer changed the cartridge and infusion set. During the loading sequence, a cartridge change error occurred. Customer's blood glucose (bg) was recorded as 443-high mg/dl, and ketone level was high. Customer delivered a bolus via the pump, and administered manual insulin injections to address elevated bg. Customer went to the emergency room. After 20 units of insulin and intravenous fluids were administered. Elevated bg/ketone resolved with no injury. Customer was discharged the next day with no injury. Customer reverted to using an alternate method of insulin therapy.